Manufacturer narrative:
(B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the doctor had a suction loss during the raster on the right eye (od) of the patient. Two patient interfaces (pis) were involved. The event occurred after the patient was applanated and after laser fired. The doctor reattempted and lost suction during docking; therefore aborted the procedure and they will reattempt at a later date. The amo field service specialist reviewed suction loss protocols with customer and provided them the ifs quick guide. Patient was not seen the day following. No visual acuities data was available. This report is to capture one of the two reported pi's used.